Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor fractured while in the body. The blood glucose level unknown. After looking at the sensor customer reports the sensor was not intact. The customer reported that the sensor fractured while in the body. Customer reports the sensor was no longer in the body. The customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The troubleshooting was performed for the needle break. The sensor will not be returned for analysis.